Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that there is a crack on the display screen. The insulin pump will be replaced.

Manufacturer narrative:
No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly noted during our visual inspection. The insulin pump has minor scratched lcd window, cracked lcd window and scratched reservoir tube window.